Event description:
It was reported that pre test before use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. Customer states the issue is resolved currently and the team has already changed out the pump to another cardiosave. Stated they did not perform any troubleshooting and assumed it was a pump issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9,g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: g2(report source). A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced pneumatic module assy and verified ops with full calibration. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use.

Event description:
N/a.